Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Mfg. Site name - (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic organ prolapse procedure with concomitant hysterectomy performed on an unspecified date in (B)(6)2017. According to the complainant, after implantation of the device, the patient experienced pelvic pain with onset soon after the procedure. The pain persisted, and the patient visited a physician who believes it will require re-operation to treat. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.